Event description:
The hosp reported that during a multi-vessel bypass procedure, the aortic punch caused a tear in the aorta. The surgeon continued using the heartstring system but the first seal did not deploy out of the delivery tube. A second heartstring seal was used but it did not provide complete hemostasis. The surgeon applied a side biter clamp to repair the tear and complete the procedure. No additional pt complications were reported. This report is for the second heartstring seal that did not provide a complete hemostasis.